Event description:
The pump was returned to the manufacturer with no information. The pump underwent routine analysis. The pump was used to deliver baclofen.

Manufacturer narrative:
Final device analysis motor gear shaft wear.